Manufacturer narrative:
A ge service rep preformed an on site investigation. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine playback mode on the 9900 system would not work during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.